Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 68-year-old male with history of cad, htn, dld presented with nstemi and post-infarction vsd. Underwent pci to lad. On (B)(6), the decision was made to implant impella 5.5 for stabilization. On (B)(6), implant of impella rp for right sided support. Patient also supported on ECMO. On (B)(6), empiric antibiotics started for possible infection. Gi bleeding noted, anticoagulation held. On (B)(6), the rp was explanted. On (B)(6), abdominal exploration was noted (unclear for what indication). On (B)(6), vaecmo weaned. On (B)(6), family made decision to withdraw care and patient expired while on support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details.